Event description:
Healthcare professional reported "capsule of implant is completely ruptured" and "violation of the integrity of the implant". Later healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: device photograph(s) for the device related to the reported event rupture was requested on (B)(6) 2026. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.